Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The patient was driving and did not feel any symptoms, the cgm reading was between 78 and 85 mg/dl. When the patient arrived at his mother¿s house he was feeling weird and sweating. The cgm reading was 60 to 70 mg/dl. The mother called the paramedics and when they arrived they took a bg reading which was 22 mg/dl and the cgm reading was 82 mg/dl. They treated the patient with dextrose. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.